Event description:
It was reported that a catheter had difficulty withdrawing to the target lesion. Vascular access was obtained vial left femoral artery with a 6fr 100cm non bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous left subclavian artery. After a non bsc guide wire crossed the lesion, pre-dilatation was performed with a non bsc balloon catheter and a 8.0x30x135cm express ld vascular stent was implanted. After the implantation of the stent, the physician had difficulty withdrawing the device into the non bsc sheath due to strong resistance. The balloon was inflated and deflated three times at the distal of the lesion, and the physician managed to withdraw the device into the sheath. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).